Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, there is possibility that the endoscopic image was not displayed because the cable unit broke down due to unexpected stress applied to the camera cable due to the user's handling. The instruction manual provides preventive measures against the reported failure mode. Omsc couldn't check the device history record because the device was manufactured over 15 years ago. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the reported phenomenon was not reproduced. When the camera cable was moved, the endoscopic image was noisy. The camera cable was damaged and may have been damaged by user's handling. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the endoscopic image of the device was not displayed. There was no report of patient injury associated with the event. Olympus (B)(4) made conscientious efforts, but was not able to obtain detailed information about the reported event from the user facility.